Manufacturer narrative:
While the root cause of the event cannot be conclusively determined, with review of the available information there is no evidence to suggest a relationship to any device performance or manufacturing issues. Factors which may have contributed to this event include pre-existing comorbidities and oral anticoagulation therapy. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). There are patient and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Stroke is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remained in patient.

Event description:
It was reported from the clinical database that this patient had neurological dysfunction/transient ischemic attack (tia). On (B)(6) 2016 at 1700, the patient had right field visual deficit. The patient was alert and oriented x 1-2 with intermittent delirium. Stroke code was called and right sided visual deficit was confirmed. Computed tomography (CT) scan of the brain without contrast was performed on (B)(6) 2016 and found no evidence of a hemorrhage, extra-axial fluid collection, cerebral edema, acute cortical infarction, mass, mass effect, midline shift. Redemonstration of stable encephalomalacia in the right parietal temporal lobe compatible with remote infarct. Periventricular white matter hypodensities are again noted consistent with chronic ischemic small vessel disease. Ventricles and sulci are normal for patient age. Normal orbits and cranium. Stable air-fluid levels in the maxillary sinuses, right greater than left, likely due to recent intubation. CT head and neck angiogram on (B)(6) 2016 revealed the following:&#2082;impression: small ulcerated plaque in the left internal carotid at the level of the bifurcation. Mild atherosclerotic (cont`d) calcifications involving the right internal carotid at the level of the bifurcation without hemodynamically significant stenosis. No acute intracranial vascular occlusion." Neurology consult on (B)(6) 2016 indicated that the patient's CT scan was negative for acute bleed and CT-angiogram was negative for clot, although small embolic insult not completely ruled out. It was stated that he may have narrowing of the left posterior cerebral artery (pca), not impressive to affect hemodynamics, but potentially in the setting of discontinuing dobutamine and maps dropping he could have hypoperfusion via the left pca. Intravenous tissue plasminogen activator (tpa) was not administered. It was recommended to keep mean arterial pressure (map) greater than 80, continue therapeutic anticoagulation for lvad, and repeat CT scan with significant neuro exam change. Cardiovascular progress note on (B)(6) 2016 revealed the following "notably the patient had his dobutamine held about 1 hour prior to this incident with a mild drop in map, suggesting credence to this idea. At present nothing to do other than monitoring and conservative therapy." The event was considered resolved and the patient was discharged from the hospital on (B)(6) 2016. The event was deemed related to the lvad system. On the (B)(6) 2016 at 1700, the subject was reported as having right field visual deficit. The subject was alert and oriented x 1-2 and intermittent delirium; a stroke code called. Right sided visual deficit confirmed. A computed tomography of the brain was performed without contrast protocol.